Manufacturer narrative:
The reported event was addressed with phone support. The fse went on-site and verified with the staff if the camera moved on its own. The staff reseated which resolved the issue. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the camera arm was moving in the opposite direction of the surgeon's movement. In the current case, the instrument arm would move on its own without the surgeon moving the controllers. Technical support engineer (tse) reviewed the logs and saw that the surgeon may not have their hand on the left master tool manipulators (mtm) for one of the procedures. Tse asked if they would be able to reboot the system, but the caller stated they would not at this time of the procedure. Site will power it down for the evening. The procedure was completed with no reported injury.